Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving lioresal (2000 mcg/ml, 530 mcg/day) via intrathecal drug delivery pump for an unknown indication for use. It was reported that a red sore appeared near the top of the pump. Pump dehiscence occurred. There were no known environmental, external or patient factors that may have led or contributed to the issue. Cultures were sent. The pump was replaced on the opposite side. The explanted pump would not be returned as the customer refused. The patient status at the time of this report was "alive - no injury." No further complications were reported.